Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reamer was used for a shaft of femur pathologic fracture. The reamer was broken during drilling. It was confirmed by an x-ray review that there was a broken instrument fragment on one of the provided images taken intra-operatively. It was also reported that the broken piece was removed from the patient. There was no report of a surgical delay. This report is for 1 of 1 for complaint (B)(4).

Event description:
There was a fifteen minute delay in the procedure.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the tip of the reamer is broken off as reported. The returned part was investigated. The reamer broke between the second (ø4.5) and the third (ø6.5) step, it means the first 25mm of the reamer are missing (not returned). The instrument has visible signs of wear, though not enough evidence to determine exactly how often the instrument had used been prior to this surgery. It is likely that the reamer broke whilst reaming extremely hard bone, which correlates to the patient condition reported (osteosclerosis). A thorough review of the manufacturing documentation confirms that this lot was manufactured in december 2011. The reamer met all specifications at the time of manufacturing and distributing. Moreover a review of the complaint history for this article confirms that this is the only reported incident of this description for this lot number and article number. No product fault could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.